Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed due to communication failure caused by the non-olympus defective cable unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed no image due to faulty cable unit. The electrical system has non-olympus cable unit. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during preparation for an unknown therapeutic procedure, the subject device had no image. The intended procedure was completed using a similar device. No patient harm or injury was reported.